Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of leaks from the reservoir. The customer's blood glucose reading was 290 mg/dl. During fill reservoir, insulin leaked behind both o-rings. The insulin pump was not exposed to insulin or other fluid. The customer will be sent a replacement reservoir.